Event description:
It was reported that during a ptca treatment procedure, the bio ranger balloon ruptured at 6 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the distal left circumflex coronary artery. The bio ranger balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.